Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was dust inside a 2000ml exactamix eva (ethylene vinyl acetate) bag. The dust inside the bag was observed after filling the bag during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between may 25-27, 2023. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed which observed a dust like matter inside the bag. The reported condition was verified. The cause of the issue could not be determined; however, the cause was likely inherent to variations of the manufacturing and/or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.